Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. It was found that the dso seal was degraded and the lcd display was damaged. The dso seal and lcd display were replaced. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the lcd cracked. There was unknown patient involvement and unknown harm/adverse event was reported.